Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented occasional power spikes from 6.0 watts to 12.0 which resolved on their own. Lactate dehydrogenase (ldh) increase from 300 u/l to more than 2000 u/l which prompted return to the operating room for pump exchange. No additional information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the remaining distal portion of the dl was returned measuring approximately 35¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft and bend relief were not returned. The bend relief collar was returned detached. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed small, red, non-laminated depositions situated in between the outlet bearing ball and the stator blades. The depositions were not adhered to any surface, lacked denaturing and lacked laminated layering. Although their origins and a duration in which they were present in the pump cannot be conclusively determined, it did not appear to have originated in this location. However, there were contact marks on the outlet bearing cup, suggesting that the depositions were present while the pump was operating. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it could have contributed to the report of hemolysis and power elevations. Upon removal of the observed deposition, the device was cleaned. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any wire discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU, document#: 106020, rev. H. Is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on the event.